Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for explant of an atrial lead. The lead displayed elevated capture thresholds due to microdislodgement shortly after implant. The lead was explanted and replaced. The patient was in stable condition during and after the procedure.